Manufacturer narrative:
(B)(4). Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing reservoir o-ring and damaged retainer ring. Unit received with missing o-ring (reservoir tube), partially broken retainer, battery tube threads - cracked, serial number label missing, cracked case-corner of belt clip rails, cracked case on battery side, scratched case and cracked keypad overlay at select button. In summary, customer allegations for label fading were not confirmed during visual inspection when missing label was noted. However, unit was received with a damaged retainer ring and missing reservoir o-ring. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced labeling anomaly. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Customer reported labeling/packaging issue troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712kl was requested and customer response was the device was been returned.